Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up, high pacing lead impedance and high capture threshold were observed. A chest x-ray was performed and no fracture was observed. The patient had fallen several times in (B)(6) 2010.